Event description:
The customer had to have the disc medically removed. They stated that the disc had been in for 4 days and had started to get uncomfortable in their pelvic area. They reported feeling cramping, pain/discomfort, and inflammation. No medication was prescribed and symptoms resolved after removal of the product. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.